Manufacturer narrative:
It was reported that a control syringe component was broken. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and the ring mount attached to the push bottom was observed to have broken off the syringe plunger. The damage appears to have been caused during use of the control syringe component. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a control syringe component was broken.